Event description:
The manufacturer received information alleging a device failed a flow verification test. There was no patient harm or injury reported.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer